Event description:
There was an allegation of questionable hdlc4 hdl-cholesterol plus 4th generation and chol2 cholesterol gen.2 results for 4 patient samples on a cobas 6000 c501 module. For sample 1, the initial hdlc4 result was 112.7. The repeat result was 142.0. There was another repeat result of 41.4. Clarification on when this result was obtained or from where was not provided. For sample 2, the initial hdlc4 result was 85.9. The repeat result was 49.0. For sample 3, the initial hdlc4 result was 85.9. The repeat hdlc4 result was 46.9. For sample 4, the initial chol2 result was 133.8. The repeat result was 183.9. The units of measurement were not provided.

Manufacturer narrative:
The cholesterol reagent lot number is 710261. The hdlc4 reagent lot number is 674521. The expiration dates were not provided. The field service engineer (fse) checked the gear pump pressure, checked the sample probe alignment, adjusted rinse levels, replaced leaking rinse tubing, and performed cell blank measurement successfully. The investigation is ongoing.

Manufacturer narrative:
Based on the available data, a general reagent issue could be excluded. The service maintenance actions performed by the fse resolved the issue. No further issues were reported after the service visit.